Event description:
A patient reported experiencing inaccurate erratic results with an otbe meter. The patient's blood glucose result were 398, 250, 268 mg/dl. Tests were done within 10 mins with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.